Event description:
It was reported that a (B)(6) male patient underwent an interventional peripheral procedure on (B)(6) 2014. The patient was placed in prone position and access was obtained in the left popliteal. After successfully opening, stents were placed in the occluded sfa (superficial femoral artery). Following the procedure, the physician who is a trained user, selected a mynxgrip (6f/7f) vascular closure device to close the access site. The physician used 50/50 contrast in the balloon to visualize pull back under fluoro vessel. The physician deployed the sealant per the IFU, but the sealant was deployed intra-arterially. The physician then placed the patient in supine position, accessed the right common femoral artery, took an angio which confirmed that the popliteal was completely occluded. A stent was placed to open the vessel and an angiojet was used to remove the distal clot. Flow was restored and the patient was observed over night. The patient was discharged on (B)(6) 2014.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the root cause of the reported event could not be determined. The review of the lhr (lot f1335102) indicated that the device lot met all established performance criteria prior to shipment.